Event description:
The patient felt pain at the implantable neurostimulator and lead site caused by the implantable neurostimulator. The device hadn't worked for a year. It was reported that wires were loose. The patient did not have a device-managing hcp at the time of report. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).